Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dissection requiring medical intervention/occlusion. Device issue: no device malfunction has been reported. It was reported that a proximal edge dissection occurred (jailed diagonal/left anterior descending) on deploying of the first stent which occluded a small, non-major diagonal. A second promus stent was required. Sacrificed the diagonal, caused persistent pain. An ivus was used to access the vessel. No additional event or patient information is available.